Manufacturer narrative:
Device was returned for investigation. It was reported that damage at the seal of the microclave, leading a leak from the seal is noted, additionaly an internal CT scan shows some internal damage in the spike. As received, a silicone stuck down in all the 4 samples was confirmed, no additional damage or anomalies were visible noted. No mating device was returned for evaluation. The returned set were primed and a leak in all of them was noted. The micro clear was dissembled and a bent/crushed spikes and a damage in the seals was observed in all the 4 samples. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event occurred on an unspecified date and involved a surplug micro clear where the customer reported that there was a leakage at an unspecified location. There was no reported patient involvement. Harm was not reported as a consequence of this event.

Manufacturer narrative:
Additional information: b5.

Event description:
Leak was noted during the infusion. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed or replaced with no further problems encountered. There was patient involvement, but no one was harmed during the event.